Event description:
On (B)(6) 2013 patient reported the up arrow button on the infusion device does not work. Patient stated the rubber peeled off, so he began pressing the ground plate to use it. Patient reported the ground plate then popped off and the button stopped working approximately one week ago. Patient stated the failure is constant, the button does not work if pressed hard, and it does not make an audible sound when pressed. Patient is currently using the backup infusion device. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to careless handling of the product. Result the soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore moisture entered the insulin pump and destroys the functionality of the buttons and the pump electronics. The up button is permanent active due to external mechanic damage and also does it not give an audible feedback as a result of the missing snap dome. The problem mentioned by the customer is related to careless handling of the product.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.